Event description:
It was reported that the customer experienced high blood glucose levels for the past month. The blood glucose reading was 597 mg/dl on the morning of the call. The most recent blood glucose reading was 510 mg/dl, which the customer treated with the insulin pump. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime, and no leak was observed. Unable to complete troubleshooting due to lack of a tubing clamp. The cannula was not bent. Explained that high blood glucose levels are often caused by insertion site or infusion set issues. Advised the customer to change the entire infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.